Event description:
Event description boston scientific received information that during a routine visit, it was found that the lead safety switch was triggered on this ventricular lead. The field inquired about lead safety switch specifics and troubleshooting techniques. To date, there have been no reported patient symptoms associated with this clinical observation.